Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op check the ra lead had loss of capture. A chest x-ray revealed that the lead had pulled back. The lead was re-positioned and all measurements are stable. The patient is doing well and will continue to be monitored.